Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found, the returned device indicated a missing grommet, a set screw with a rounded socket and the returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that during the implant procedure, the doctor connected ventricular lead to the device and fastened a screw by screw driver. However, the doctor did not hear a clicking sound after fastening the screw. The doctor decided to unscrew and re-screw the lead. Unfortunately, unscrewing or re-screwing by any different screw driver insertion angle was in vain. The ventricular lead and device was hard to separate. The doctor removed the silicone which covered on the screw hole, and exerted power to unscrew. And the doctor tested screw without lead, the doctor noted screw hole on ventricular chamber was larger than the tip of screw driver (and screw hole on atrial chamber was normal size). The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex. If information is provided in the future, a supplemental report will be issued.